Event description:
Reporter indicated that vns pt experienced an increase in seizures with the vns therapy. It was reported that stimulation was initiated 16 days post-implant and that the pt did well on the day of activation and the morning after, but that pt then experienced an increase in seizures above pre-vns baseline frequency. It was reported that the pt had a seizure every time the device stimulated with both normal mode and magnet mode stimulation. There were reportedly no medication changes prior to the increase in seizures. Normal mode output current was programmed to off (oma), but magnet mode output current was left at 0.25 ma and pt's topamax dosage was increased. The pt is scheduled for video eeg monitoring. The pt's family member wants the vns therapy system explanted.